Manufacturer narrative:
The impella device has been received but has not yet been evaluated. The investigation is in process. A supplemental report will be submitted upon conclusion of the investigation. The failure modes will be monitored and trended.

Event description:
The user facility reported that during an attempted insertion of an impella cp in a 61yo male placed for mechanical circulatory report, resistance was met while crossing the aortic valve. Force was subsequently used to advance the pump into the left ventricle. Upon removal of the guidewire, it was discovered that the wire had sheared in the cannula. The pump was removed as a result of the broken guidewire and the tip of the wire was found hanging at the end of the sheath. A new impella cp was placed for planned support. There was no patient harm.

Manufacturer narrative:
The investigation into the reported delivery issue and product damage has been completed since the original report was filed. Returned complaint cp pump 463538 and 0.018" gw visually inspected. Cannula kink observed at mid of the cannula. Guidewire sheared and all the portions returned and tip not fractured. The cause of the delivery and guidewire damage issues were use related issue , cannula bent and gw damaged due to improper technique and excessive force.